Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. Since no imaging was provided it would be inappropriate to speculate at what may or may not have caused the celect filter to fracture more than six years after placement nor what caused the "different types of pain possibly related to filter". It is noted that the filter was removed, but 2 1/2 "arms" remain in extravascular location. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). H11) corrected data compared with medwatch report mw5071959. B2) life threatening, required intervention. E1)(d1) celect. E3)(d3) cook. Bloomington, in. United states. Investigation is still in progress.

Event description:
Description of event according to medwatch report mw5071959: "celect ivcf found to be multiple fractures with several arms retained outside ivc locally, one leg missing altogether (likely excreted stool) and one loose in peritoneum. Patient complains of several different types of pain possibly related to filter. Filter and fragment removed, but 2 1/2 "arms" remain in extravascular location". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.